Event description:
It was reported that after unpacking, stent damage was identified. The 20mmx2.50mm ion stent delivery system was found to have a strut poking out. The device was not used and the procedure was completed with another 20mmx2.50mm ion stent delivery system.

Event description:
It was reported that after unpacking, stent damage was identified. The 20mmx2.50mm ion stent delivery system was found to have a strut poking out. The device was not used and the procedure was completed with another 20mmx2.50mm ion stent delivery system.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was contrast on the outer shaft of the device. The balloon was tightly folded and the stent was centered between the markerbands. The distal edge of the stent, one strut was flared. The shaft was kinked/buckled 3.5cm from the tip and proximal of the proximal markerband. There was also tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).